Event description:
It was reported that during a procedure of the concentric, moderately tortuous, mildly calcified, 90% stenosed, mid right coronary artery (rca) with a vessel diameter of 3.5 mm and lesion length of 25 mm, the 3.5 x 28 mm xience xpedition stent delivery system (sds) was being advanced when the proximal shaft became separated near the rotating hemostasis valve (rhv). The device was easily removed and another xience xpedition was used successfully to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the separations from this lot. Based on the reviewed information, no product deficiency was identified.